Event description:
It was reported that the patient experienced a shocking or jolting sensation periodically a couple of times a day. The site of the shocking was unknown. The patient was out of state and had not been seen by a manufacturer representative at the time of the report. There were no interventions, diagnostics, troubleshooting, or outcome reported with this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent. For information regarding the patient's other implantable neurostimulator refer to manufacturer report # 3004209178-2015-12165

Manufacturer narrative:
Concomitant medical products: product ID: 97714, serial# (B)(4), implanted: (B)(6) 2014, product type: implantable neurostimulator. Product ID: 97754, serial# (B)(4), product type: recharger. Product ID: 97740, serial# (B)(4), product type: programmer, patient. Product ID: 39286-65, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. Product ID: 39286-65, serial# (B)(4)implanted: (B)(6) 2014, product type: lead. (B)(4).